Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pockets of air bubbles were observed during the fill tubing. The customer's blood glucose level was 140 mg/dl. Reportedly, the customer replaced the cartridge, and continued using the pump for insulin therapy.